Event description:
It was reported that a transfer set could not be disconnected from the y-set. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. Visual inspection and noted marks on the outside of the connector indicative of tool use; this is a cosmetic issue only and the visual inspection passed. Functional tests including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.